Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty blower. The service technician replaced the blower module and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel blower failed while connected to a patient. The incident occurred during a transport flight. The patient was removed from the unit and provided positive pressure ventilation via bag valve mask for the remainder of the flight. The customer confirmed there was no patient harm associated with the reported event.